Manufacturer narrative:
(B)(4). No evaluation was performed since the sample was discarded by the user. (B)(4).

Event description:
On (B)(6) 2013, at (B)(6) hospital in (B)(6), it was reported that during a procedure an object fell on the upper arterial luer port of the quadrox-I beq-hmod 30000 oxygenator (lot number unknown) causing it to break completely. The customer had a stopcock directly attached to the port and did not know why the luer broke before the stopcock did. The oxygenator was replaced and the procedure was completed. The damaged oxygenator was discarded and hence was not available to be sent back for investigation. There was no patient impact. (B)(4).